Manufacturer narrative:
The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action was implemented a serial number logbook to correct this issue. The previous repair record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired five times, the last repair being for overhaul and calibration reported on (B)(6) 2018. No complaint history reviews could be performed for the above keywords based on the manufacturing date or the manufacturing lot number as neither the manufacturing date nor the manufacturing lot number known. On (B)(6) 2019, it was reported from zimmer au that a dermatome was leaking from the connection between the hose and handpiece. The customer returned a zimmer air dermatome and hose, serial number (B)(4), for evaluation. Evaluation of the dermatome by zimmer australia on (B)(6) 2018 noted that the dermatome was jammed and would not operate. The dermatome was forwarded to zimmer taiwan for further evaluation and repair. Evaluation of the dermatome by zimmer taiwan on (B)(6) 2018 found that the dermatome was out of side to side calibration at all four setting and that the motor ran below motor speed specifications. Upon further evaluation, the technician found that the motor, multiple bearings, an o-ring, the seal, reciprocating arm, and a screw were defective. Despite the findings, however, the technician noted that he was unable to identify any visible damage with the dermatome related to a leak where the hose and handpiece meet. Repair of the device occurred on (B)(6) 2018 and involved replacing the motor, bearings, o-ring, seal, reciprocating arm, and a screw. The technician then tested the dermatome and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. Neither of the service technicians were able to find a failure that was related to the reported leaking between the hose and the handpiece. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Device has been returned but investigation is still in process. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that the device was leaking from connection between hose and hand piece was found at the beginning of procedure. No adverse events were reported as a result of this malfunction.